Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('portion of the coil left in situ in the cornu') and menometrorrhagia ('menorrhagia with irregular cycle') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), depression ("uncontrolled depression"), uterine haemorrhage ("abnormal uterine bleeding") and adenomyosis ("adenomyosis"). The patient was treated with surgery (bilateral salpingectomy, removal of essure coils and total robotic assisted laparoscopic hysterectomy on (B)(6) 2019 with device fragment removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menometrorrhagia, depression, uterine haemorrhage and adenomyosis outcome was unknown. The reporter considered adenomyosis, depression, device breakage, menometrorrhagia, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: 2 coils visible after removal of introducer. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2018: bilateral fallopian tubes, partial salpingectomy: complete cross section of both fallopian tubes identified with no specific microscopic pathology. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('portion of the coil left in situ in the cornu') and menometrorrhagia ('menorrhagia with irregular cycle') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), depression ("uncontrolled depression"), uterine haemorrhage ("abnormal uterine bleeding") and adenomyosis ("adenomyosis"). The patient was treated with surgery (bilateral salpingectomy, removal of essure coils and total robotic assisted laparoscopic hysterectomy on (B)(6) 2019 with device fragment removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menometrorrhagia, depression, uterine haemorrhage and adenomyosis outcome was unknown. The reporter considered adenomyosis, depression, device breakage, menometrorrhagia, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: 2 coils visible after removal of introducer. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: bilateral fallopian tubes, partial salpingectomy: complete cross section of both fallopian tubes identified with no specific microscopic pathology. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.